Event description:
--

Event description:
Boston scientific received information that this patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was admitted to the hospital due to a syncopal episode. Noise was observed on the right ventricular (rv) pace/sense lead with oversensing and pacing inhibition. The patient was pacemaker dependent. Subsequently, the rv lead was surgically abandoned and replaced. During this same procedure, the physician elected to replace the crt-d as it was nearing elective replacement indicator (eri).

Manufacturer narrative:
The device has not been returned. Should additional information become available, or should this device be returned for anlysis. This report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Microscopic visual inspection noted a hole in the left ventricular and atrial seal plugs and body fluid contamination was also observed in the atrial connector block. All setscrews moved freely and operated normally. Lead impedance testing showed normal measurements. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. Laboratory analysis was unable to confirm the reported noise or oversensing issues.